Event description:
It was reported that there was a spike in impedance and high thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead measuring 12 cm was received, analyzed, and no anomalies were found. Concomitant products: concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  2013 (B)(6). (B)(4).